Event description:
In 2009, the pt's mother reported that at 3:15 pm yesterday the pt had a blood glucose reading of "hi" as a result of having blood in his insulin infusion set pigtail. She said his headset was inserted in his buttocks and had been in use for 2 days. She changed his infusion set (competitor product) and inserted it in the pt's abdomen which resulted in the pt having low readings ranging from 40 mg/dl to 53 mg/dl. She stated she treated his low readings by decreasing the basal rates on his infusion device (competitor product) by 20% and giving the pt juice. The pt's most current reading was 88 mg/dl which she said is a "beautiful reading." The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.